Event description:
Six months after having the essure placed on my fallopian tubes I began having pelvic pain along with pain and bleeding during intercourse. Over time the symptoms have gotten worse. The pelvic pain is daily can be debilitating. At this time there is currently another appointment with my doctor to discuss treatment options.